Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: adhesive around objective lens has a chip. A root cause for the transducer damage could not be identified. Based on the results of the investigation, the most likely cause was not established. A root cause for the adhesive damage could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope had a defect on the ultrasonic membrane. There were no reports of patient harm.